Manufacturer narrative:
A ge representative evaluated the system and replaced the system interface board. System operates as intended. This MDR is related to ge healthcare.

Event description:
Customer reported the system is rebooting on its own, and the touch screen is slow to work. No patient injury was reported.